Event description:
It was reported that this pacemaker system was found to have the right ventricular automatic threshold (rvat) test failing in multiple attempts. High capture thresholds were noted on the right ventricular (rv) lead. Further testing was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service. Further information was received that this device continues to have the rvat in programmed amplitude or suspended due to low evoke response. No adverse patient effects were reported. This device system remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis, however, this information has been requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker system was found to have the right ventricular automatic threshold (rvat) test failing in multiple attempts. High capture thresholds were noted on the right ventricular (rv) lead. Further testing was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service. Further information was received that this device continues to have the rvat in programmed amplitude or suspended due to low evoke response. No adverse patient effects were reported. This device system remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.